Event description:
This pt experienced a post procedural myocardial infarction. This was treated with medication. This pt experienced chest pain and shortness of breath for 30 minutes while lifting boxes at home. Ems treated him at the scene with asprin and nitroglycerine, which relieved his pain. He has a past medical history of hypertension, hyperlipidemiam gerd, and known cad. His current medications were aspirin, protonix, nitroglycerine (sl), zocor, hyzaar, flexoril, azmacort and toporol. He was transported to the ER, where he received lovenox. 12-lead ECG was normal and all cardiac enzymes were within normal limits. He was taken to the cath lab for coronary evaluation. Angiography revealed significant tripple vessel disease involving the proximal and mid lad, the pda, and the rca. The culprit was determined to be the lad. The proximal lad lesion was a 60-70%, de novo, trifurcating (lad/diagonal/ septal perforator), calcified stenosis. The septal perforator had a 70% ostial lesion. The mid-lad lesion was a 90%, de novo, long, sub-total occlusion that actually appeared to be two 90% stenosis in tandem. The flow through the vessel was timi ii and the vessel was under-filled and did not reach the apex. Additionally, there was an 80%, calcified lesion in the pda. An xb3.5 guiding catheter and a 0.014" balance wire were used to access the vessel. The mid-lad was predilated with a 2.5 x 15mm maverick balloon. A 2.5 x 28mm cypher stent was advanced to the lesion and was deployed successfully. Following deployment, the balloon would not deflate completely. The physician inserted a 0.014" ptca (proximal end) in an attempt to "pop" the balloon; however, this was not successful. Ultimately, the physician was able to safely remove the balloon catheter from the patient without incident. Residual stenosis in the mid-lad was 0%. A 3.0 x 33mm cypher stent was deployed in the proximal lad, placed proximally to and overlapping the first. Due to significant calcification, the physician was unable to completely expand the stent despite high-pressure post dilations. Residual stenosis in the proximal lad was 20%. Additionally, the lesion in the pda was predilated with a 2.5 x 15mm maverick balloon. A 2.75 x 33mm cypher stent was successfully deployed. Residual stenosis was 0%. The patient was discharged to the recovery unit. While in recovery, the pt complained several times about continuous chest pain for which he received 2mg morphine and 1 spray of nitroglycerine (sl). The following day, the pt continued to complain of chest pain. Cardiac enzymes were elevated (ck = 1434; ck-mb = 44.8). Re-angiography revealed that all implanted stents were patent; however, the septal perforator and diagonal branch (at the trifurcation of the proximal lad) were occluded. The pt was treated medically with an increase in beta-blockers. The patient was discharged the following day with no chest pain or shortness of breath.

Manufacturer narrative:
This is one of two reports submitted for related events occurring to the same pt during the same clinical setting. Please reference MFR report #'s: 3003742446-2006-00776 and 00777.